Event description:
It was reported the patient experienced radicular and low back pain. X-ray results showed the lead had dislodged/migrated. The lead was replaced. The patient recovered without sequela.